Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 support for a male patient on unknown age and gender, the automated impella controller (aic) displayed battery failure red alarm leading to console exchange. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure issue has been completed. The aic was returned for evaluation. Functional testing was performed on the aic and there no issues found with the console hardware. Data logs were reviewed which showed a controller error alarm that aligns with a transient loss of optical data. Therefore the root cause of the issue was due to an aic software issue. H6-corrected impact code to 4629.